Manufacturer narrative:
The lead was discarded. The patient¿s healthcare provider assessed that the evoke scs system did not cause or contribute to the reported event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "allergic response or tissue reaction to the implanted or external materials" and "skin irritation". The manufacturing records were reviewed. Product met all requirements for release. No other anomalies were found. Second lead info: product - evoke cap12 trial percutaneous lead kit - 60cm, model - 102880, catalog - 3016, lot# - 9017505882, manufacturing date - 6jun2024, expiration date - 6jun2026.

Event description:
Following the implant of the trial evoke spinal cord stimulation (scs) system, the patient developed an allergic reaction on their upper torso. The patient was evaluated in the emergency department and pain clinic. The patient reported a relevant history of previous allergic reactions during an epidural procedure, attributed to cleaning agents.